Event description:
On 04/22/2022, hcp reported a patient had molded pdo threads placed on (B)(6)2022. Two pdo threads were implanted, one on each side of the jawline. The patient contacted the hcp on (B)(6)2022 to report she could feel the threads moving. At a follow-up visit on (B)(6)2022, hcp noted that the pdo thread migrated three inches down the jaw and the chin. Hcp was unable to massage back into place. Hcp indicated patient health was fine, without concerns other than the thread migration. 05/02/2022, our medical director provided hcp with his contact information. Hcp did not reach out to the md informing that she had a full schedule. (B)(6)2022, at another follow-up visit, the patient stated she was having pain on the right side and could still feel the thread and had a scar. The thread was not removed. Hcp implanted six additional barbed pdo threads during this visit. 08/02/2022, hcp informed the patient did not come back to the facility and had no further issues